Event description:
An alarm 2 was reported by the caller, indicating an occlusion event earlier in the day. The customer's blood glucose level was 432 mg/dl. The customer resolved the issue by changing the soft cannula infusion set and cartridge, then resumed insulin delivery.